Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was dissatisfied with his visual acuity. The patient had visual acuity issues at 0.7 for distance and 0.6 for near vision and reported severe light scattering. There was lens explant. The patient was satisfied with his post-surgery results with visual acuity of 0.9 for distance vision and 0.9 for near vision. There was no delay in treatment or other interventions performed. No further information was provided.